Event description:
It was reported that a pt undergoing a craniotomy procedure for the removal of a posterior cranial fossa tumor received a 5-6cm long, 3rd degree, to their right posterior thigh. A debridement procedure was performed on the burned area. The burn was reported to be in the same placement site of the 3m 9130 universal electrosurgical pad.